Event description:
--

Event description:
Boston scientific received information that during a routine in-clinic follow up, this right atrial (ra) lead exhibited high pacing threshold measurements, loss of capture (loc) and low out of range pacing impedance measurements less than 200 ohms. A lead insulation issue was suspected. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the lead was explanted and replaced for infection approximately two months later. Please reference report number 2124215-2013-11167.